Event description:
It was reported that this patient presented to the emergency room (ER) due to a syncopal episode. It was noted that patient has recovered. Upon review of device episode data of this pacemaker, ts found that there were stored episodes of atrial fibrillation (af) as well as under-sensing of the right ventricular (rv) lead signal and low r-wave sensing. It was noted that the rv lead had become dislodged at some after implant and was not detected until patient came to ER for this event. Ts suggested reprogramming rv sensitivity which was done at the time of the call as well as evaluation of device and rv lead in clinic. It was noted that this device was explanted and replaced with a device from a different manufacturer. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the emergency room (ER) due to a syncopal episode. It was noted that patient has recovered. Upon review of device episode data of this pacemaker, ts found that there were stored episodes of atrial fibrillation (af) as well as under-sensing of the right ventricular (rv) lead signal and low r-wave sensing. It was noted that the rv lead had become dislodged at some after implant and was not detected until patient came to ER for this event. Ts suggested reprogramming rv sensitivity which was done at the time of the call as well as evaluation of device and rv lead in clinic. It was noted that this device was explanted and replaced with a device from a different manufacturer. No additional adverse patient effects were reported.